Event description:
It was reported that the pt experienced pain at the neurostimulator site. A revision of the device pocket site was performed where the device was repositioned. The pt outcome following the procedure was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was confirmed that this event occurred with a different ins. This event will now be reported in manufacturer report # 3004209178- 2012-00670.